Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 301 mg/dl. Troubleshooting was performed, and found multiple auto off alarms in the alarm history. The nurse stated that he would be contacting the customer's healthcare professional to verify the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.